Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The dso and uso seal were replaced and the device passed all testing.

Event description:
It was reported that different IV sets were changed, but the pump still gave an air-in-line error. The event occurred during testing.